Event description:
It was reported the aluminum pan holder came out of the front seat rail. The patient was allegedly injured; however, the details regarding the type and severity of the injury were not provided. Attempts to obtain any additional information from the end user were unsuccessful.